Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to remove a cartridge due to lack of dexterity. The customer's blood glucose (bg) level was 276 mg/dl and the bg level was addressed with a bolus via an alternate pump. Reportedly, the customer reverted to an alternate pump for insulin therapy.